Event description:
It was reported that during an unk procedure, the handpiece did not operate properly. The case was completed by using another handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with a loose mount and was tested on a generator and found to be functional. However, it is no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.